Event description:
A physician reported a pt who was treated in the periorbital area in august of 1999. At the end of august 1999, pt developed swelling and redness in the periorbital area. The local symptoms were considered by the physician to be product related. The pt was treated with corticoid cream locally and antihistamine orally on 01 september 1999.